Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during in-vivo deployment of the pipeline device, kinking occurred and the device could not be retrieved. The entire system was replaced, after which the procedure was completed successfully. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for embolization treatment of a saccular, unruptured right ophthalmic artery segment aneurysm with a max diameter of 3.2mm and a 2.1mm neck diameter. Landing zone: distal: 3.78mm and proximal: 4.12mm. It was noted the patient's vessel tortuosity was normal. Access vessel was the right femoral artery with a 13.5mm diameter. Dapt (dual antiplatelet treatment) was administered routinely for 7 days. The angiographic result post procedure showed reduced blood flow. Ancillary devices include a sinomed guide catheter.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there were no causes or contributing factors for the event identified. No resistance occurred. It was clarified that the only the pipeline was kinked. No damage to the pipeline pushwire or catheter were observed.